Event description:
Caller states the patient tested 7.4 inr on the coaguchek system and 4.5 inr on a comparison lab. No action taken on device result. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
Additional concomitant medical products and therapy dates:lorazepam - 1mgclopidogrel - 75mgsimvastatin - 20mg, niacin - 500mgmetoprolol - 5mglisinopril